Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced oozing at the access site and a central line-associated bloodstream infection. The pump was explanted upon receipt of a heart transplant, and the patient survived.

Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The root cause of the infection was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.